Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted in the patient. Patient imagery was received that showed the whole aorta and tortuous access vessels. Intra-procedural imagery was provided for review. The imagery shows the second valve fully aligned, with a bent strut visible on the valve. As such, the reported event for difficulty with valve alignment was confirmed. Later imagery shows the crimped valve over the distal tip of the delivery system. This matches the reported event that the ¿valve was stripped almost off the system¿ and confirms the event for withdrawal difficulty with the valve through the sheath. A device history review (DHR) was performed and the work orders did not reveal any manufacturing non-conformance that could have contributed to this complaint event. Instructions for use (IFU) and training records were reviewed and no deficiencies were identified. During manufacturing, the frame and valve underwent multiple inspections. The in-process sapien 3 valve was 100% inspected for manufacturing defects before valve holder attachment and after valve holder attachment. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure there was no damage to the valve from handling during the process. These manufacturing inspections support that it is unlikely that a manufacturing non conformance contributed to the reported complaint. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. The reported events were confirmed based on review of the provided imagery. A review of the DHR did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. As reported, ¿during valve alignment the valve became ¿deformed¿. Per the procedural training manual, valve alignment should be done in a straight section of the vasculature. Imagery provided from the complaint site shows tortuous vasculature. If the physician performed the valve alignment process at a bend or angle, it could result in increased valve alignment forces since the thv can unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, creating the reported valve alignment difficulty. It is possible that during valve alignment, the high alignment forces contributed to the valve damage reported. If the valve frame was damage, it is likely that the valve profile changed. Additionally, it is likely that the patient vasculature was not straight and the angle of retrieval did not allow the valve to be coaxial with the sheath tip. Withdrawing the valve at a suboptimal angle likely contributed to withdrawal difficulties through the sheath, and subsequently dislodged the valve. Available information suggests that patient (tortuous anatomy) and/ or procedural (high alignment forces and withdrawal difficulty) factors may have contributed to the complaint. No manufacturing non-conformance, labeling/training/ IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, neither a product risk assessment escalation, nor corrective or preventative action is required at this time.

Manufacturer narrative:
The device was not returned for evaluation. Patient imagery was received that showed the whole aorta and tortuous access vessels. A device history review (DHR) was performed and the work orders did not reveal any manufacturing non-conformance that could have contributed to this complaint event. Instructions for use (IFU) and training records were reviewed and no deficiencies were identified. During manufacturing, the frame and valve underwent multiple inspections. The in-process sapien 3 valve was 100% inspected for manufacturing defects before valve holder attachment and after valve holder attachment. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure there was no damage to the valve from handling during the process. These manufacturing inspections support that it is unlikely that a manufacturing non conformance contributed to the reported complaint. No manufacturing non-conformances were identified, therefore an fmea assessment is not required. Additionally, since no product non-conformance was identified, and the reported failure mode does not exceed the complaint trending control limits, product risk assessment (pra) escalation is not required. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long term effects are not completely understood. Due to device or photograph not being returned for evaluation, the reported events were unable to be confirmed. A review of the DHR did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. As reported, ¿during valve alignment the valve became ¿deformed¿. Per the procedural training manual, valve alignment should be done in a straight section of the vasculature. Imagery provided from the complaint site shows tortuous vasculature. If the physician performed the valve alignment process at a bend or angle, it could result in increased valve alignment forces since the thv can unseat (noncoaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, creating the reported valve alignment difficulty. It is possible that during valve alignment, the high alignment forces contributed to the valve damage reported. If the valve frame was damage, it is likely that the valve profile changed. Additionally, it is likely that the patient vasculature was not straight and the angle of retrieval did not allow the valve to be coaxial with the sheath tip. Withdrawing the valve at a suboptimal angle likely contributed to withdrawal difficulties through the sheath, and subsequently dislodged the valve. Available information suggests that patient (tortuous anatomy) and/ or procedural (high alignment forces and withdrawal difficulty) factors may have contributed to the complaint. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-00665. The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding an aortic transfemoral case with a 23mm sapien 3 valve, after a high implant on the first deployed valve yielded severe to moderate paravalvular leak (pvl) post dilation was performed without resolution of pvl. A valve in valve procedure was then attempted using a second 23mm sapien 3 valve and 2nd 23mmm commander delivery system. During valve alignment the valve became ¿deformed¿ and it was deemed unsafe to proceed. Upon trying to retrieve the valve into the sheath the valve was stripped almost off the system and the valve needed to be deployed in the thoracic aorta. A third 23mm sapien 3 valve and delivery system was prepped and implant within the first valve in the aortic position with mild pvl.